Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging his unknown onetouch lancing device was having an unknown issue. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at 4:30pm, the patient reported attempting to test his blood glucose but was unable to due to the alleged issue. The patient reported using oral medications with diet and exercise to manage his diabetes. The patient reported on (B)(6) 2012 in the evening, he had more to eat or drink. The patient reported on (B)(6) 2012 in the evening, he developed symptoms of being "shaky." The patient denied receiving any medication interventions in response to his symptoms. It is unknown if the patient used a back up lancing device or was able to manually prick himself for a blood sample. The cca was unable to assist the patient in troubleshooting, since the patient did not know what the alleged issue was with the lancing device. Based on the information provided, this complaint is being reported as an adverse event because the patient reported he was unable to test due to the alleged issue, and developed symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (09/11/2012)-device evaluation: the lancing device involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on 8/17/2012 with the following findings: the lancing device involved with this complaint failed testing; the lancing device will not penetrate. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.